Manufacturer narrative:
Siemens is investigating. Siemens went on site and initially observed that the monthly cleaning procedure (mcp) was overdue. Mcp was completed. Hardware checks were also performed; simenes cleaned up the sample dispense port= ok. - checked acid and base dispense test = ok. - performed empty and fill ring = ok. An applications specialist reviewed the data and made the following observations: a review of the data provided by the customer showed the following: total weakly reactive % are high before mcp cleaning and drastically reduced after monthly maintenance performed and the same reflection are seen in sample comparison especially sid (B)(6) cov2t is reported as 8.07 on centaur s/n (B)(4) with reagent lot 005 found two replicates of negative qc results during precision study are erratic ( 3.267 and 2.895 instead mean index valve 0.37)and it is was done before service call. Date: (B)(6) 2020, % of total weakly reactive in reagent lot 005 before mcp cleaning: 24.40%, after mcp cleaning: 2.30%; (B)(6) 2020, 28.50%, 5.20%. A study was performed comparing advia centaur cov2t reagent lot 003 to 005. Date: (B)(6) 2020, reagent lot 005: 15.60%, reagent lot 003: 0.4 % (repeated on (B)(6) 2020); (B)(6) 2020, 0.60%. The increasing weakly reactive % might be due to system contamination and sample probe alignment and dispense and aspiration performance. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00603 is filed for advia centaur (B)(4) and MDR filed for advia centaur (B)(4) for results that are false reactive (positive ) compared to the alternate method and MDR 1219913-2020-00635 is filed for advia centaur (B)(4) and MDR 1219913-2020-00636 is filed for advia centaur (B)(4) for results that are false nonreactive (negative) compared to the alternate method.

Event description:
The customer tested the advia centaur xp sars-cov-2 total (cov2t) on two systems on the same day. The advia centaur cov2t produced both reactive (positive) and nonreactive (negative) results that were considered discordant compared to an alternate method. It is unknown if the customer reported tthe advia centaur cov2t results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00635 was filed on december 14, 2020. Additional information february 11, 2021: advia centaur xp sars-cov-2 total (cov2t) lot 709005 and 709007 non-reproducible reactive results observed. Siemens reviewed system logs. Multiple systems did not have monthly cleaning performed for 4 months. Sample handling was reviewed. Samples are stored in an air conditioned room (room temperature). The advia centaur xp/xpt sars-cov-2 total (cov2t) IFU (11206926_en rev. 01, 2020-05) states "test specimens as soon as possible after collecting. Store specimens at 2-8c if not tested immediately within 8 hours. Freeze samples, devoid of red blood cells at -20c for longer storage". The account is no longer performing the assay. Siemens is unable to determine if assay performance and observation of non-reproducible reactive samples has improved after service. No product non-conformance identified. No further action is needed. MDR 1219913-2020-00603 supplemental 1 is filed for advia centaur (B)(4) and MDR 1219913-2020-00604 supplemental 1 is filed for advia centaur (B)(4) for results that are false reactive (positive ) compared to the alternate method and MDR 1219913-2020-00635 supplemental 1 is filed for advia centaur (B)(4) and MDR 1219913-2020-00636 supplemental 1 is filed for advia centaur (B)(4) for results that are false nonreactive (negative) compared to the alternate method.